Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The customer was advised he would need to purchase the entire maj-824 washing case as the rubber stopper was not available to purchase separately. The customer was then informed the olympus oer-pro was not validated in the manner they are currently using the device and olympus could not recommend he use it that way. Customer was provided the part number of maj-824 for the washing case. As the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus their endoscope reprocessor lid was missing the rubber grommets and stated the lid is attached to the chain using a wire tie. It is unknown how the event occurred. No patient harm or injuries were reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4 - added the correct device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user did not understand the correct usage of the device. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use: "repair and modification do not disassemble, modify or attempt to repair this equipment and its accessories. Doing so could result in operator or patient injury and/or equipment damage or malfunction. Some problems that appear to be malfunctions may be corrected by referring to chapter 8, ¿troubleshooting and repair¿. If the problem cannot be resolved using the information in chapter 8, ¿troubleshooting and repair¿, contact olympus.¿ olympus will continue to monitor field performance for this device.